Manufacturer narrative:
(B)(4).

Event description:
The customer initially reported that mp30 bedsides screens were freezing, however, per communications with the field service engineer (fse), it was determined to be the known 2018 adt reboot issue on the ix central station. There was no patient incident.